Manufacturer narrative:
(B)(4). Although there have been attempts to receive further information regarding the device, the explanted device was not returned to edwards. Without return of the device, edwards is unable to confirm the clinical observation. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient underwent an aortic valve explant after an implant duration of thirteen (13) years, ten (10) months due to stenosis and prosthetic valve dysfunction. This was replaced with a 23 mm pericardial bioprosthesis. While weaning from cardiopulmonary bypass (cpb), the patient developed severe pulmonary hypertension. Tee showed dilated right-sided chambers. Patient required multiple attempts at weaning to successfully discontinue cpb. Once stable, the patient was taken to the intensive care unit in critical condition.

Event description:
Edwards received information that this patient underwent aortic valve replacement with a pericardial bioprosthesis. Off bypass, coronary artery bypass surgery was done to the lad and right coronary artery. Intraaortic balloon pump was placed because of significant pulmonary hypertension with no cardiac output. The patient eventually required dialysis; however, she developed progressive respiratory insufficiency and eventually expired from respiratory failure.